Event description:
It was reported that bd needle filter blunt fill 18x1-1/2 had foreign matter the following information was provided by the initial reporter: foreign body dr (B)(6) of the department of ophthalmology saw a foreign object when transferring a babysmo solution from a vial to a syringe and attempting to inject it in the injection room at (B)(6) hospital, and stopped the injection. Dr (B)(6) disposed of the syringe and dr (B)(6), the supervising doctor, subsequently received a report, checked the box and the actual vial, and was able to store them and contacted us. As he did not have the original syringe containing the medicinal solution, he asked us to return the discarded syringe to him and to report it to him first. Chugai control number: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up : a device history record review was completed by our quality engineer team for provided material number 30521104 and lot number 1301728. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
No additional information received foreign body dr adachi of the department of ophthalmology saw a foreign object when transferring a babysmo solution from a vial to a syringe and attempting to inject it in the injection room at (B)(6) hospital, and stopped the injection. Dr (B)(6) disposed of the syringe and dr (B)(6) , the supervising doctor, subsequently received a report, checked the box and the actual vial, and was able to store them and contacted us. As he did not have the original syringe containing the medicinal solution, he asked us to return the discarded syringe to him and to report it to him first. Chugai control number: (B)(4).